Manufacturer narrative:
Other relevant device(s) are: product ID: 9731203, serial/lot #: (B)(4), UDI#: (B)(4). A medtronic representative went to the site to test the equipment. It was reported that the issue could was confirmed and the system emitter was replaced. The system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in an unknown procedure, the site had to re-register the patient and an imprecision was subsequently observed when checking anatomical landmarks. There was no reported impact on patient outcome. The procedure was completed without aborting imaging or navigation. No complications were reported/anticipated.

Manufacturer narrative:
The system's field generator was returned to the manufacturer for analysis. The reported problem could not be duplicated. The field generator was connected to a test system for an overnight burn-in test. The system remained in green status during all testing. It passed the accuracy test with an error of 1.314mm. Flexing the cable does not indicate any intermittent opens. It was found to be fully functional. The hardware investigation found that the reported event was related to a hardware issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (confirmed via healthcare provider) indicated the event occurred during a functional endoscopic sinus surgery (fess) procedure. The issue occurred during navigation and resulted in less than a 10 minute procedure delay.